Manufacturer narrative:
Complaint could not be confirmed. The as-received condition prohibited the functional testing and evaluation of the device, as the abs-10060 was returned in an uncleaned, biohazardous state. No root cause could be determined.

Event description:
It was reported at the start of a rotator cuff prp injection in clinic procedure, 180mml of blood was drawn, and the physician started the spin on the abs-10060, arthrex angel (sn: (B)(4)). It was reported that the machine sounded normal, and was operating as it should. The physician walked out of the room briefly and when they returned they discovered that there was blood all over inside the machine. The patient told the physician that they heard a loud audible pop right before the incident occurred. The rep confirmed that there was a small amount of blood that leaked through the lid, dripped down the back side of the machine, on to the table and on to the power cord. The arthrex angel prp kit abs-10061t that was used with the arthrex angel was from lot: 821985373. The rep stated that there was a second machine available. A second draw and spin was performed and the prp injection was completed without any issues. The rep stated that the spilled blood was cleaned by using "pabiwipes". The rep confirmed that the patient, nor any staff member was exposed or harmed by the spilled blood. The rep confirmed that the abs-10060 (sn: (B)(4)) is returning with the abs-10061t (lot: 821985373) still loaded.